Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs was performed by an isi senior failure analysis engineer. The review revealed that there were no related system errors to have occurred during the lung biopsy procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed post-procedure complications and was found to have a large pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax. At this time, the cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a large pneumothorax. The patient presented with shortness of breath, chest pain and hypoxemia. The pneumothorax was identified by a post procedure chest x-ray. A chest tube was placed to resolve the pneumothorax. Although the patient was admitted to the hospital, it was confirmed by the physician that the hospitalization was not due to the pneumothorax but to initiate inpatient radiation. The patient was discharged five days later. The physician believes that there was computerized tomography (CT) to body divergence. After further review of the post procedure films by the physician; one marker was observed to be close to the fissure which may have contributed to the pneumothorax. The physician stated that there was no malfunction of the ion system, instruments, or accessories.